Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were returned - test strips are expired, unable to test. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. The customer did not recall if the battery had ever been changed. The customer is using the correct battery in the correct orientation for the meter. During the call the true metrix meter powered on using the power button but not when a test strip was inserted. The test strips are expired: test strip lot manufacturer¿s expiration date is 03/31/2021; product storage and open vial date were not provided. The customer feels well and did not report any symptoms. Customer reported that she had been hospitalized three times in a three-week period. Customer provided details regarding two of the hospitalizations. Customer advised that the first incident was confirmed to be related to her diabetes and that her blood glucose had gone down to 30 mg/dl (undisclosed if fasting/non-fasting). The diagnosis had been low blood glucose. Customer did not provide information on how long she was in the hospital; customer had been advised to follow-up with her pcp. Customer advised that the last incident happened on friday, (B)(6) 2026. Per the customer she had passed out during her dialysis treatment and had been taken to the hospital. Customer stated that they started CPR on her prior to her leaving the dialysis center because she had no pulse. Customer advised that she does not know what her blood glucose was when she got to the hospital. Customer does not know if the last incident was related to her diabetes. Customer was released from the hospital on (B)(6) 2026.